Event description:
In 2009, a complainant reported that the maxcem elite cement was not hardening properly, which was causing crowns and bridges to fall out.

Event description:
Atrial fibrillation was sustained and required repeated cardioversions. A 200j biphasic shock did not correct the atrial fibrillation with 4 attempts. Pads were reapplied on the anterior chest with "physician pushing on pads" and 200j biphasic shock was successful in returning sinus rhythm. Note: this area is trying to get new defibrillators that are >300j and we are questioning the clinical justifications as there are mixed messages about the effectiveness.

Manufacturer narrative:
The acutal device involved in this incident was not returned, therefore retain samples were evaluted. No product failure was detected and the results obtained were within specificationsthis is the final report.

Manufacturer narrative:
The distributor was contacted to obtain additional information regarding this incident. No response has been received.